Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to deploy a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, resistance was detected during stent release. The stent could not be deployed and remained stuck in the delivery system. Additionally, difficulty was encountered when removing the delivery system through an unknown sheath which required the smart flex delivery system and unknown sheath to be withdrawn together. A second smart flex ses delivery system was used and successfully implanted without complications. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. There was no indication that the stent was partially deployed inside the patient. The device was returned.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while attempting to deploy a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, resistance was detected during stent release. The stent could not be deployed and remained stuck in the delivery system. Additionally, difficulty was encountered when removing the delivery system through an unknown sheath which required the smart flex delivery system and unknown sheath to be withdrawn together. A second smart flex ses delivery system was used and successfully implanted without complications. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. There was no indication that the stent was partially deployed inside the patient. The device was returned. A non-sterile unit of product ¿smart flex 6x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked for product evaluation and underwent a thorough visual inspection. The stent and deployment mechanism were observed to be partially deployed, with the plastic nut of the hemostasis valve tightened in the closed position. A severe kink was identified approximately 119 cm from the distal end of the device. No additional abnormalities were observed on the returned unit. Functional testing could not be performed due to the presence of the severe kink and the premature deployment of the device, which prevented proper operation of the deployment mechanism and insertion into a laboratory sample csi. A product history record (phr) review of lot: 348786 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty unable¿ was not observed, as the device was returned with the stent partially deployed. Additionally, a severe kink was identified on the device; however, neither condition was described in the event narrative, suggesting that the partial deployment and observed damage may have occurred during post-procedural handling and/or shipping. Due to the presence of the severe kink, functional testing, including insertion and withdrawal through a laboratory sample csi, could not be performed. As a result, the reported ¿stent delivery system (sds) withdrawal difficulty through guide/sheath¿ could not be verified. The exact cause of the observed device damage could not be conclusively determined through product analysis. Based on the information available for review, procedural factors and/or device handling during clinical use cannot be ruled out as potential contributors to the reported event. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2). If resistance is felt during retraction of the outer sheath (1), do not force deployment. Carefully withdraw the stent system without deploying the stent. 13. Under fluoroscopic guidance, withdraw the entire delivery system as one unit, over the guidewire while keeping the guidewire in position, and out of the body. Remove the delivery device from the guidewire. Warning: do not forcefully remove delivery system from introducer/sheath ¿ if resistance is met, remove sheath and delivery system as a unit. 14. Perform an arterial angiogram to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation can be performed at the discretion of the physician. Remove the balloon from the patient. 15. When clinically appropriate, remove the guidewire, sheath, and any other accessory equipment from the body and achieve hemostasis of the access site.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, while attempting to deploy a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, resistance was detected during stent release. The stent could not be deployed and remained stuck in the delivery system. Additionally, difficulty was encountered when removing the delivery system through an unknown sheath which required the smart flex delivery system and unknown sheath to be withdrawn together. A second smart flex ses delivery system was used and successfully implanted without complications. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. There was no indication that the stent was partially deployed inside the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 348786 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the video provided, the reported customer complaint ¿stent delivery system (sds) deployment difficulty unable and stent delivery system (sds) withdrawal difficulty through guide/sheath¿ could not be evaluated. It is possible that the stent remaining stuck in the system then caused difficulties with withdrawing the system. Without the return of the device the exact cause of the reported event could not be determined. According to the IFU, after removing the locking pin ¿deployment is initiated by rotating the tuning dial with the thumb and index finger in a clockwise direction until the distal stent markers and the distal end of the stent, visibly appose the vessel wall. With the distal stent markers and the distal end of the stent apposing the vessel wall, stent deployment continues by pulling back on the deployment lever. Complete deployment of the stent is achieved when the proximal end of the stent and the proximal stent markers visibly oppose the vessel wall, and the outer sheath radiopaque marker is proximal to the inner shaft stent stop¿. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, while attempting to deploy a 6mm x 150mm smart flex self-expanding stent (ses) delivery system, resistance was detected during stent release. The stent could not be deployed and remained stuck in the delivery system. Additionally, difficulty was encountered when removing the delivery system through an unknown sheath which required the smart flex delivery system and unknown sheath to be withdrawn together. A second smart flex ses delivery system was used and successfully implanted without complications. There were no reported injuries to the patient. The device was stored and prepped per the instructions for use (IFU). The smart sds was held flat and straight outside of the patient during attempted deployment. There was no indication that the stent was partially deployed inside the patient. The device was not returned as expected.